Event description:
It was reported that when an asymptomatic patient presented for a normal check, oversensing was observed on a stored egm. Review of the episode revealed intermittent noise. Noise was not reproducible with lead testing. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.